Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the patient had a model 106 implanted in (B)(6) 2015 and only has 25 % battery remaining left per interrogation on (B)(6) 2016. Clinic notes were received on 10/21/2016 from the office visit dated (B)(6) 2016. Battery life was noted to be 25%. There is concern for the low battery indicator since the device was only placed 10 months ago. No additional relevant information has been obtained to date.

Event description:
The generator decoder for (B)(6) 2016 indicates that 11.783% of battery capacity has been used and the battery voltage is at 2.753 which is indicative of a 25 % battery indicator which was stated to have been seen.

Event description:
It was reported that the patient's generator was replaced due to premature battery depletion. The suspect product was received for product analysis, but product analysis has not been completed to date. No further relevant information has been received to date

Manufacturer narrative:
(B)(4).

Event description:
Product analysis was completed on the returned generator and premature end of life condition was confirmed. As received, the generator was unable to be interrogated. A visual examination of the pcba found contaminates on the trimmed edge of the pcba. The generator failed several electrical tests of the post-burn electrical tests. Based on these results, the contamination on the trim edge of the pcba suggest probable electrical paths were established between the copper edges. After sandpaper was used to remove the contaminates from the trimmed edge of the pcba, the generator passed post-burn electrical testing. Remaining residual material on the trimmed pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation. No further relevant information has been received to date.

Event description:
Information was received indicating that the patient's generator had reached the end of service (pulse disabled) state in (B)(6) 2017. No surgery has occurred to date.

Event description:
The device history record for the patient's generator was reviewed and it was noted that the device had been manufactured using the laser routing process. An internal investigation revealed that the observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which could resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance. Generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without substantial programming changes. The device's battery has continued to deplete to ifi=yes status as of (B)(6) 2016. However it was noted that the patient's battery was still green at their last visit. No additional information has been received to date.